Event description:
The caller reported a malfunction on the pump, with a malfunction code displayed as malf 0. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer reset the pump with assistance from technical support and planned to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted. Technical support decided to replace the pump, and the customer expressed interest in obtaining an out-of-warranty loaner pump. No additional information was received regarding the outcome of the event.